Event description:
Small bowel obstruction: pt was admitted for surgery in 1999. The surgical procedure performed was a total abdominal colectomy, creation of ileal j-pouch, mucosal proctectomy, ileoanal pull-through with ileoanal anastomosis and diverting loop ileostomy. The pt was randomized to the treatment group and received three (3) sheets of seprafilm at the following sites: right & left abdominal sidewall, pelvic floor, small bowel, under abdominal wall incision and ostomy site. The post-operative, course was uneventfull and pt was discharged on june 15, 1999. One month post-operatively pull-through, pt underwent a loopogram which was normal. In 1999, an ileostomy closure was performed and the pt received one (1) sheet of seprafilm, without any complications and was discharged from the hosp on post-operative day five. Discharge medications included the following: percocet, imodium, and preoperative insulin of nph 13 regular in the morning, 13-15 regular at noon and 18 nph in the evening. Of note, the pt has not taken prednisone for the past 10 years. The pt presented in 1999 following 24 hours of cramps and abdominal pain with bilious vomiting. A CT scan showed a partial small bowel obstruction proximal to the ileostomy takedown site. Pt was transferred to the medical center in 1999 where the diagnosis of partial small bowel obstruction was concurred with. The pt was treated with nothing by mouth status, nasogastric tube, intravenous hydration, analgesics (demerol), antimetic (zofran), insulin (sliding scale), vistaril, zantac, tylenol & benadryl. Presntly the pt remains hospitalized. Pt is afebrile and has begun clear liquids. The event remains ongoing and the physician has stated it is possibly related to seprafilm.